Event description:
Bone union was noted and re-surgery to remove the screws was performed. During the surgery, the doctor noted screw fracture during surgery and found it difficult to remove the broken thread. The doctor added a small incision on the opposite side and removed the broken thread.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.